Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperature and the alarms were unable to be cleared. Customer's blood glucose was 190 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.